Event description:
It was reported that during a low anterior colon resection, the anvil was placed in the bowel. The anvil was pushed into the stapler and they attempted to tighten it down. Each attempt to tighten, it would pop off. Several attempts were made to connect the anvil and stapler; each attempt it would pop off. Finally a new stapler was used to attach to the original anvil. They were able to tighten and fire. The donuts were complete. There was no patient impact. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.